Event description:
The end user reported that she developed an ulceration beneath the skin barrier. The ulcer was described as wide as a pencil eraser, weepy, painful and has redness surrounding it. Her doctor drained the area and prescribed flagyl and cipro. Home care nurses will assist with cleaning the area. She stated that she has experienced stool leaking in that area and that her stoma is flush. Recommended that once the area has healed to consider convexity.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on 07/30/2015. The product associated with lot #4j02869 was manufactured according to specification. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.